Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, the integrated electro surgical generator unit (iesu) had error codes m-10, m-11, m-b1, and m-bc which were all presented in the logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) requested to remove the external foot pedals and was watching the surgeon side console (ssc) foot pedals in the logs. With nothing connected to the iesu, it was restarted and errored on start-up, and an energy activation tone could be heard even though nothing was connected. The energy pedals on the ssc were all showing in the up position. The site would use a third-party device to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on the failure analysis.